Event description:
The facility representative reported a colleague infusion pump with a 550:320 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the actual sample was evaluated. The reported condition of failure code 550:320 was confirmed during review of the event history log as failure code 550:320:654:0000. The assignable cause was a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition. The user interface module software version is 6.13.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.